Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced adhesion following the procedure. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/5/2020.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. H6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent hernia repair on (B)(6) 2016, due to obstruction.it was reported that the patient underwent another hernia repair on (B)(6) 2019, due to recurrent hernia. Mwr-28082020-0000794080, represents the adverse event which occurred on (B)(6) 2016. Mwr-28082020-0000794089, represents the adverse event which occurred on (B)(6) 2019.

Manufacturer narrative:
Date sent to FDA: 10/12/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 10/12/2020. Corrected information: g4 in mwr-(B)(4).